Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when on section of the stomach, there was an incomplete staple line distally which was fixed using suture. Changed to another device to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.